Event description:
Healthcare professional reported a Capsular Contracture, Baker Grade III. This record is for the right side. The device was explanted. Singular was prescribed.

Manufacturer narrative:
CLARIFICATION TO REPORTED PARTIAL ONSET(B3) DATE: (B)(6) 2026. A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN/WILL BE REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. THE REASON(S) FOR REOPERATION IS/ARE: CAPSULAR CONTRACTURE GRADE III. THE REPORTED EVENT OR EVENTS ARE PHYSIOLOGICAL COMPLICATIONS (CAPSULAR CONTRACTURE GRADE III), AND DEVICE ANALYSIS TYPICALLY DOES NOT HELP ALLERGAN DETERMINE THE CAUSE.

Event description:
HEALTHCARE PROFESSIONAL REPORTED A CAPSULAR CONTRACTURE, BAKER GRADE III. THIS RECORD IS FOR THE RIGHT SIDE. THE DEVICE REMAINS IMPLANTED. SINGULAR WAS PRESCRIBED.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: A5, A6, B5, D4, D6b, E1, G2, H6.